Manufacturer narrative:
Device evaluation was performed by the field service engineer (fse) who visited the site after the reported event. The fse found no issue with the system as it passed and met specifications. The manufacturing site performed an investigation and the manufacturing records reviewed showed the system was manufactured and released according to specification. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure a corneal burn occurred in the patient's left eye. The burn required sutures and wound glue. The doctor was able to complete the procedure and at the time of this report there is no information on the patient expected outcome.